Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. Patient gender: unknown. According to the reporter: upon insertion of the mesh, the white seal broke off into the pt's cavity. Surgeon was able to retrieve the broken seal. Surgeon was able to complete the case using the same device. There as no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.